Manufacturer narrative:
H.6. Results code 2: 213: the explant analysis stated the following: the device fragment were returned to w. L. Gore & associates for investigation. Submitted in formalin was one gore® acuseal vascular graft fragment. The device fragment had been transected prior to arrival at w. L. Gore and associates. A portion of skin and subcutaneous tissue remained tightly adherent to the abluminal surface of the vascular graft. The skin was alopecic and subcutaneous tissue was moderately expanded by red-brown tissue interpreted to be acute hemorrhage. Abluminal surfaces not covered in skin were coated in a thin layer of light tan and firmly adherent tissue. The luminal surface of the vascular graft fragment was covered in a moderate amount of light tan and firm tissue that was interposed by dark red-brown and friable tissue. Separation between the outer eptfe layer and silicone layers was present extending the length of the fragment. On cross-section, it was observed that portions of the layer separations void space was filled with dark red-brown and friable tissue. The vascular graft lumen was patent. Histopathological examination of one tissue/ graft specimen (a) located through the center of the fragment was performed. The presence of both acute and chronic tissue reactions in response to disrupted vascular graft layers indicates a chronic-active response to repeated puncture by dialysis needles in a limited area of the graft. Though a moderate amount of organizing/organized neointima filled the vascular graft lumen, the lumen remained patent. The presence and degree of chronic inflammation observed in this specimen is considered within normal limits with respect to a chronically-implanted vascular graft containing numerous cannulation sites. There was no evidence of infection. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. Disruptions identified were not associated with handling or manufacturing process at wl gore and associates. The disruptions are consistent with a surgical procedure and repeated cannulation of the vascular graft. The partial delamination of the device does not correspond with the cannulation entry sites. It does however align with disruptions to the luminal back-wall of the graft. These disruptions, caused by needle puncture, were present throughout the fragment and primarily present in the luminal eptfe and silicone layers with a number of them extending full thickness through the graft.

Manufacturer narrative:
A review of the manufacturing records could not be conducted since the requested lot number is not available. An explant analysis is currently in progress.

Event description:
The following information was reported to gore: on an unknown date a patient underwent treatment for arterio venous access with a gore® acuseal vascular graft in the arm. The graft was cannulated many times following this procedure. On (B)(6) 2019 the graft was explanted due to graft layer separation. The patient outcome is not available.

Manufacturer narrative:
G.5. Updated.